Manufacturer narrative:
(B)(4). Customer will not send pump to baxter for evaluation. The customer reported the pump has been tested at their facility and meets specifications.

Event description:
Baxter product surveillance received report from the customer on 2/9/10 regarding an overinfusion that occurred on an infusor pump on (B)(6) 2009. The customer reported during biomed testing, it was noted that pump was underinfusing". The customer replaced the batteries and programmed the pump". "The pump then overinfused". "Pump was programmed 'at "100 "kg with a flow of "60 "ml per hour". The pump delivered "64-65 "ml per hour". A second programming was set at "100 ,kg with a flow of "60 /ml for "25 /min". "The pump delivered "17-18 /ml per 25 /min should have delivered "15 /ml". This" incident occurred during biomed testing".